Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable high vitamin d total results for one patient sample from cobas e411 rack analyzer serial number (B)(4). The result was repeatedly >70 ng/ml with a data flag while the calcium result was normal at 7.8 mg/dl. These results were reported outside of the laboratory. The physician questioned the result as the vitamin d value should be increased or decreased in the same way as the calcium value. The physician suspected an interference with the assay. The customer sent the same sample to another laboratory using the vitamin d total reagent and the result was 90 ng/ml. There was no allegation of an adverse event. Qc results were in the acceptable range.

Manufacturer narrative:
The calibration data and qc data do not indicate an issue. The investigation did not identify a product problem. The cause of the event could not be determined.